Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device initially fires, but failed to complete the firing cycle and the jaws of the reload did not open at all, not involving tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after clamping during a laparoscopic appendectomy, the device stopped in the middle of the firing and jaws could not be opened as well. The jaws were able to be opened by using a manual adapter tool. It was stated that the knife had not reached the appendix so the there was no problem with the tissue. The procedure was completed with a manual handle and a new reload. There was no patient injury.